Manufacturer narrative:
The single use device was received for evaluation. Visual inspection revealed a colorless particle inside the bag. The morphology of the particle was consistent with the container materials of the bag. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there was particulate matter floating in a 1000ml intravia empty container. This was noted before use. There was no patient involvement. No additional information is available.